Event description:
The customer reported that this unit intermittently would show a yellow light, a solid red x and chirp.

Manufacturer narrative:
The customer reported that this unit intermittently would show a yellow light, a solid red x and chirp. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.